Event description:
Customer reports that batteries are not lasting long. Customer also reports to have received a weak battery alert and an "off no power" alert. Customer's blood glucose was 412 mg/dl, which was treated with manual injections. During troubleshooting, insulin passed the high pressure test. Customer was advised that insulin pump was working as designed and to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.